Manufacturer narrative:
During the repair process, kci found evidence that the device had a collapsed power switch dome. There is no patient involvement and there is no injury reported to kci associated with this event. Kci is reporting this event found during servicing of the unit as a device malfunction that has the potential to result in injury if the malfunction were to recur.

Event description:
On 23-jun-2020, kci identified the activ.a.c.¿ ion progress¿ remote therapy monitoring system had a collapsed power button/switch during the repair process. There is no patient or injury associated with this event.